Event description:
It was reported that a patient underwent a surgical procedure with instrumentation at the t10-s1 levels. Approximately 6 months post-op, the patient underwent a secondary surgery to extend the pre-existing construct. During the procedure, it was noticed that two rods were fractured. No patient complications were reported.

Manufacturer narrative:
Device has been explanted and returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a product engineer that revealed that 2 sections of rod were returned. There is evidence of much rod contouring. There are 7 defined indentations on one rod and 6 on the other which are indicative of setscrew contact with the rod. One end of each rod indicates fracture of the rods. In addition, both rods were measured 5.54mm for both and is within tolerance of our ti 5.5mm rods. Type of event. Msd objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms.